Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: the implant was returned but not in original package. The implant was verified to be a hahn tapered implant 4.3 mm x 13.0 mm ((B)(4)) using radiographic template ((B)(4)). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: the root cause cannot be explicitly determined. The most likely probable cause is patient factor.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that it was reported that a hahn tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #8. The patient returned on (B)(6) 2019. Upon examination, the doctor noted that the implant site was infected and swollen. The patient returned again on (B)(6) 2019, at which time the implant was removed. The patient is currently waiting for healing until a new implant is placed. The patient has type iii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.